Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Note: subject ID: (B)(4). This event is associated with the glow clinical trial. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast surgery with a mentor memoryshape breast implant 680cc. On (B)(6) 2021, she presented with seroma on the left side, which required surgical intervention ¿ seroma aspiration on (B)(6) 2021. The principal investigator assessed this event as severe in severity, serious, possibly related to the device. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.